Manufacturer narrative:
As reported, the hub of a non-cordis 6f sheath is so tight that the sealant end of two 6f/7f mynx control vascular closure devices (vcd) is splitting upon insertion. There was no reported patient injury. Hemostasis was achieved using a non-cordis device. The physician is still in training however they did everything correctly according to the sales representative. The vcd was used in an interventional case. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little vessel tortuosity. The device was stored and prepped according to the instructions for use (IFU), and no device or package damage was noted prior to use. The device was removed from the packaging per the IFU, and no excess force was applied during insertion. The vessel had moderate calcification. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, and a syringe was returned attached to the unit. The sealant was present in its manufactured position but was partially exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The csi was not returned for this evaluation. The balloon was deflated, and the core wire was present. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. Additionally, due to the observed condition of the premature exposure of the sealant, a dimensional analysis was performed to verify the catheter working length. The measurement was found to be within the defined specification. The functional test to evaluate the insertion and withdrawal of a csi could not be performed due to the frayed/split/torn condition of the sealant sleeves. Additionally, due to the observed condition of the premature exposure of the sealant, a simulated deployment test was performed to evaluate functionality. The unit operated as intended, successfully deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Per microscopic analysis, a high magnification evaluation was executed to evaluate the sealant sleeves. During this analysis, a frayed/split/torn condition that resulted in the partial exposure of the sealant still found in its manufactured position was observed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ for the second device was observed through analysis of the returned product. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site factors (vessel had moderate calcification with little vessel tortuosity), procedural/handling factors (even though it was reported that excessive force was not applied during insertion) and/or concomitant device factors (which could not be determined as the csi was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the hub of a non-cordis 6f sheath is so tight that the sealant end of two 6/7f mynx control vascular closure devices (vcd) is splitting upon insertion. There was no reported patient injury. Hemostasis was achieved using a non-cordis device. The physician is still in training however they did everything correctly according to the sales representative. The vcd was used in an interventional case. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little vessel tortuosity. The device was stored and prepped according to the IFU, and no device or package damage was noted prior to use. The device was removed from the packaging per the IFU, and no excess force was applied during insertion. The vessel had moderate calcification. The devices will be returned for evaluation. Addendum: product analysis for device number two demonstrates that the sealant was present in the manufacturing position but was partially exposed.